Event description:
The male pt was enrolled in the study. The main indication for the intervention was unstable angina. The pt received a 3.5x13mm cypher select plus stent in the mid rca. The lesion was de novo and tortuous. No predilation was conducted. The pt also received a 3.5x18mm cypher select plus stent to treat a bifurcated lesion in the proximal lad. No predilation was conducted. While stenting this lesion, side branch occlusion was reported. The procedure was successfully completed. One day after the procedure, the pt has a myocardial infarction and was treated medically.

Manufacturer narrative:
This device is distributed outside the united sates; however it is similar to the united states product. This device is one of two products associates with this event. Please refer to MFR report #9616099-2008-00021. The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.